Event description:
It was reported that during a lobectomy, after the 9th firing, a 10th firing was tried but the jaw did not close. The procedure was completed successfully. No patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 5/5/2025. D4 batch #: 874c96. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. During functional test, the jaws were closed, however, pressing the release bottom did not allow the anvil to open properly, as it only opened partially. Upon visual inspection, the anvil proximal edges were noted to be damaged, causing the anvil to not open properly due to the interaction between anvil and the channel. No conclusion could be reached as to what may have caused the anvil to be damaged. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described of would not close could not be confirmed as the device closed without any difficulties noted. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 874c96, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.